Manufacturer narrative:
Unit had intermittent up button response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. No burn at bottom case noted and received with stained end cap sticker.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the "b" button and the up arrow button was not responding. Customer's blood glucose was 97 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.